Event description:
Pt had a spinal cord stimulator implanted in 2003. Pt experienced shocks from the implant caused by police cruiser radio transmission. The stimulator was turned off when it caused shocks. The programmer / remote control of the implant failed to function at this time even after the battery was replaced. The battery in the left leg felt hot and burning to the pt. The programmer started functioning again after the pt got away from the police radio transmission. The pt experienced shocks the second time when the manufacturer reps were performing diagnostic tests in the implant in the doctor's office.